Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(serial). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the issue was likely user related improper positioning as evidenced by hemolysis resolution after pump was repositioned.

Manufacturer narrative:
Additional information was received. The impella was repositioned. The p value was reduced slightly and fluids were giving to the patient. After those steps, the labs were re-drawn and did not hear of any other hemolyzed labs. The patient had a coronary artery bypass graft (CABG) and the impella was removed in the evening after the CABG without any issues. Follow up visit with the patient found him currently sitting up in bed recovering. No pressors were on board and the patient was doing great according to the registered nurse. The device is not available to retrieve as it was discarded after the explant. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted surgically into the right femoral artery in a 72-year-old male patient presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG). While the patient was in the intensive care unit (ICU), the labs came back hemolyzed and the urine was dark colored. The impella was repositioned and the p-level was lowered to resolve the hemolysis. Fluids were given. No suction alarms noted. Labs were redrawn, and no further hemolysis reported. Two days after insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 1.5l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position.

Manufacturer narrative:
D4. Primary UDI number has been updated.